Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead received inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to double-counting on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed rhythm strips and discussed atrial events were being picked up on the ventricular channel. A chest x-ray was performed and this lead was found to be sitting in the atrium. An invasive procedure was performed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.